Manufacturer narrative:
No manufacturing defects were revealed in the evaluation of the returned fiber unit. It is acknowledged all holmium fibers are 100% power tested prior to release which confirms the operational capacity of the fiber. Additionally the rfid tag verified the unit had been used six times by the complainant, further providing evidence for the operational capacity of the device. The root cause of the complaint as reported of fiber burn was not able to be confirmed, however, it is likely to related to the method of sterilization. The unit returned displayed characteristics indicative of a likely sterilization failure. No process or material deviations were revealed and no manufacturing defects were confirmed.

Event description:
A notification was received regarding a holmium fiber unit which was reported to have burned.